Event description:
Customer reported a patient sample was mistyped for fyb antigen. Patient sample was found negative with anti-fyb.

Manufacturer narrative:
Hemagglutination tube testing performed with selected fy(a+b+) and fy(b-) cells from retention panocell-16 and panocell-10 using retention anti-fya, lot 613006. All fy(b+) cells exhibited 2+ to 3+ reactivity and fy(b-) cells were nonreactive as expected. Hemagglutination tube testing performed with selected fy(a+b+) and fy(b-) cells from retention panocell-16 and panocell-10 using returned (opened) anti-fyb, lot 613006. All fy(b+) cells exhibited 2+ to 3+ reactivity and fy(b-) cells were nonreactive as expected. Hemagglutination tube testing performed with customer's patient sample using returned and retention anti-fyb, lot 613006. Sample exhibited 3+ reactivity with returned and retention products.